Event description:
No more information has been received following multiple attempts.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information requested: 1st; was the procedure done open/laparoscopically? What device was used for the proximal and distal transaction? What color reload? What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device) how was the purse string placed, by hand or with an assist device? If an assist device, what product? Was the spike of the trocar inserted lateral or through the staple line? What confirmation did the surgeon receive that the anvil was firmly attached? When the device was fired, where was the indicator within the green zone/gap setting scale? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? Is a pathology specimen and/or report available? What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Did the operation change significantly as a result of the device issue? What is the patient's age and sex? Did a hcp other than the primary surgeon fire the instrument? If so, whom?

Event description:
It was reported that during a gastrectomy procedure, when the surgeon had used the instrument in esophagojejunostomy anastomosis she had closed it to the green area, opened safety, fired and any audible click was not heard. Some staples had not formed normally but donuts had been good. Some sutures were used to complete the case. There were no adverse consequences for the patient. One device was discarded.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. We did not receive a valid lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.